Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was going to have battery explanted on the day of the report. Approximately one week later, additional information received reported that the device was explanted because the patient was experiencing 'difficulty' with her device due to 'several factors' which included technology aptitude, expectations for prescriptions, and general state of mind. It was noted that the patient 'elected to just take it out.' The leads were reportedly capped and left in the patient. It was stated that no diagnostics were run and there were no apparent malfunctions. The patient reportedly was having difficulty charging due to device depth and angle, and body composition. It was stated that the patient was 'doing fine.'

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and "coupling and or communication" issues. The patient reported having worn her charger "6-8 hours per day" and that she could never "get any bars shaded in." She further reported that she "once had two bars, but only for a second." The patient stated that the antenna locate feature of her charger "was not enabled" and "did not work." The patient reported that after implantation, she was in the intensive care unit and "had a lot of pain on her right side." It was also reported that the patient's pain since implantation "had been horrendous." The patient noted that "she could not walk very far, she could not lift anything, and she could not sit for more than 45 minutes." The patient also stated that she wore the charger so much that her skin would get "raw." The patient opened the antenna department to "see if the antenna was secure" and was reported to have been "unable to get it back together entirely." The patient reported that the implant "could have moved or flipped" and that she believed "the implant may have been sitting on its side." The patient further reported that she believed the device "insider of her was crooked." The patient was noted to have had the stimulation turned off at the time of report. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
It was reported that it would never go a quarter of a battery. It was noted that the patient was frustrated about not being able to charge implnatable neurostimulator (ins). It was reported that the patient could feel the ¿bulge¿ at the pocket site. It was noted that it was almost like the patient wanted to turn it around but it was stitched in there.

Event description:
Additional information from the patient stated, she did not have concerns with her device or therapy because her implant "shifted in her body, the changing units went into a discharged state". She also stated she "worried how they will be after surgery to reposition the implant, from the first day she had never been able to see bars of a fully charged battery even after 8 hours a day charging it". It was also stated that the patient had seen her representative several times "(no bars or battery change)". The patient had an appointment scheduled with her surgeon on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was having muscle spasms. It was noted that the pain was just as bad as when the patient woke up from surgery 10 months prior. It was reported that the patient's healthcare provider (hcp) had sent the patient to a pain clinic for injection into the patient's back, but it had not helped. It was noted that the patient needs to charge the implantable neurostimulator (ins) more than expected. It was reported that the patient's ins stopped completely in (B)(6) 2013. It was noted that two days prior to having the unit removing the unit and replacing it with "self-charging" unit, "I was getting sharp pains that felt like acid dripping on my skin." It was reported that the patient spent two days in the hospital on medications to get through the pain. It was noted that on the day of surgery the patient decided against another unit because of everything that had happened up until that point. It was reported that the patient tried to get the wired out of the back to see if that would relieve the back pain but no one would take them out because "they say I will be paralyzed if they do." It was noted that the patient was in discomfort.